Event description:
During a gastrectomy procedure there were some difficulties experienced in attempting to calibrate the plc75 stapler. When the plc75 was used to fire a plcr75b reload some unformed staples were observed at the distal end of the staple line. The staple line was subsequently oversewn. The patient's health was not adversely affected by the device malfunction.

Manufacturer narrative:
The returned plc75 stapler was visually examined and functionally tested; no anomalies were noted. When the stapler was loaded with a reload and fired, it produced acceptable staples from proximal to distal in the test medium. The cause of the underformed staples reported during the procedure is not known. The memory card which records the actions of the stapler was also returned and was examined. The card data showed that during the surgical procedure, when the plcr75b reload was inserted it was recognized by the system, but after that electronic communication with the plc75 stapler was lost. This was the cause of the difficulty experienced in calibration. This is a rare event, and the root cause of could not be determined. D4: device has no expiration date; it is reusable. Device manufacture date is unk because lot number is unk. Evaluation summary: 5 uses left. Dlu has new revision bowed anvil. Using green reload fired across 6 layers of foam, producing properly formed staples, from the distal to the proximal end.